Event description:
I went for a routine eye exam on (B)(6) 2014 at (B)(6). I was given the wrong size contacts and a different brand as well. Dr (B)(6) performed the routine eye exam that turned out to be rather extensive. On his records, he recorded the eye contact base curve at 8.7, but the samples given were smaller, unk to me at the time. I wore them for 5 days. I called them back to report it. They simply said it was not normal. Subsequently, I never could have his calls returned and never got past the receptionist. My eye is worse due to the contact base cure, of which I have the empty case with the wrong size on it. I have a (B)(6)deductible and can't afford another exam. Dr (B)(6) billed me (B)(6) just for the routine eye exam that he switched to medical, as he continued to perform all types of tests. I can say from life experience, the visit had a negative affect on my cornea due to the smaller sized base curve samples he gave me. I have edema, abrasions probably, red eye, etc.